Event description:
The patient experienced an infected hematoma with phlegmon in the right groin and malaise was reported. It was reported in a faraway study, the faradrive steerable sheath was selected for pulsed field ablation (pfa) ablation. It has been mentioned that after pulmonary vein isolation, increased chills and malaise was seen in the patient. No fever was noted. Furthermore, an infected hematoma with phlegmon in the right groin was reported. The patient was admitted to emergency. As a corrective action, surgical intervention and oral medication change or adjustment or IV/im medication change or adjustment were performed. Additional blood work haematomincision, irrigation, tamponade, and dressing. Additionally, antibiotics were used and blood tests including haematology, serology, and coagulation were performed. The product is not expected to return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.